Event description:
According to the reporter: after a problem with another product, the device was used. However, cutting could not be done with this product. Oozing under 200cc occurred. Nothing fell into the pt cavity. The operating room time had to be extended more than 30 min.

Manufacturer narrative:
(B)(4).